Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-console 560 instrument, it was reported that error code 43 was displayed after power on. The use of the instrument was unknown. There was no reported adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation summary: the reported error code 43 was displayed after power on was verified during service. The issue will be resolved by replacing the battery,12v ,6.5 ah,certified, and assy 560 bioconsole 002 syscon. Preventive maintenance will be performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the reported issue of error code 43 being displayed after power on was verified during service. The issue was resolved by replacing the batteries, the assy 560 syscon, the system controller board, and the pcb sbc bitsy xb and calibrating. Preventative maintenance was performed per specifications. Correction b5:medtronic received information that prior to use of a bio-console 560 instrument, it was reported that error code 43 (sc mpu internal a/d-15v supply hard error) was displayed after power on. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.